Event description:
It was reported that the burr flew off of the core micro drill during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is not being returned for evaluation.